Event description:
The customer reported that the device jaws could not be re-opened while on tissue during a colon procedure. There was no patient injury. The site was not able to provide additional details regarding the incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.